Manufacturer narrative:
Serious and life threatening adverse events, including gi bleeding, have been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Device remains implanted.

Event description:
It was reported via the clinical database that the patient presented to the hospital with concern for an upper gi bleed on (B)(6) 2015. The reported approximately one week of dark stools that turned black three day prior. He also reports dizziness for three days, primarily orthostatic hypotension. He denied any chest pain or shortness of breath. Also denies hematemesis, nausea or vomiting. His appetite has been poor for the past week. He had a colonoscopy performed eight to ten years ago that was normal and he denies any bleeding from his rectum. He was afebrile with no fever, chills or sweats. His weight at home was (B)(6), which he reports is down about five pounds less than his normal weight. He denied any suction or low flow alarms and interrogation of the device did not reveal any recent vad issues. Two large bore ivs were placed bilaterally for fluid replacement and he was given 3 units of fresh frozen plasma (ffp) and 2 units of packed red blood cells (prbc). On (B)(6) 2015 the orthostatic hypotension remained. Patient evening torsemide was held and oral intake was encouraged. His home torsemide of 100mg orally, twice a day was decreased to once a day. The 325mg asa was continued and his warfarin was held. Heparin was ordered if inr was less than 2.0. On (B)(6) 2015 patient still complained of orthostatic hypotension and he was scheduled for egd. Two (2) units ffp and 1 unit prbc were administered prior to egd. Egd visualized bleeding near ampula/biliary tree or pancreas with unsuccessful hemostasis with epi injection. A CT was also ordered, which noted what was thought to be a duodenal bulb diverticulum in the preliminary report is suspicious for chronic deformity secondary to duodenal ulcer since duodenal bulb ulcer is relatively uncommon (7/69). This finding is unchanged since (B)(6) 2014. There is associated hyperemia without evidence of contrast extravasation. Consider endoscopy or upper gi study to further evaluate if clinically indicated. Patient was given 1 unit prbc. On (B)(6) 2015 the ercp was completed with stents placed to pancreatic and biliary duct with argon beam cautery to bleeding area near ampula, patient given levaquin and unasyn prior to procedure for prophylaxis with plan to continue levaquin for 7 days per gi. Another unit of prbc was given and patient's warfarin was restarted for a goal inr of 2-3. Weight had elevated 3 kg since admission and an increase in bilateral edema was noted. Current status of the patient is unknown. No additional information available.